Manufacturer narrative:
The o-ring was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated component met all requirements for release. The reported event could not be confirmed since the component was not returned and there is no evidence or supporting data provided. However, heartware is aware of this issue and has initiated an internal investigation to evaluate these types of issues. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced a hemorrhagic cerebrovascular accident. It was reported that the patient was found at home unconscious by a friend who reattached power to the controller. The patient's inr was supra-therapeutic at the time of admission. A head CT scan was performed. The patient was reported to have expired in the hospital as care was withdrawn. The hvad pump ((B)(4)) was not returned to the manufacturer for analysis as it remains implanted post mortem. Review of the controller log files showed that on the event date, revealed the controller was only connected to one power source, and the other one had depleted to approximately 4%; causing multiple critical battery alarms, controller fault alarms, and controller power ups with motor start events. Bleeding, stroke, and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states on 07 may 2014 that a (B)(6) female patient was found unresponsive at home suffering a hemorrhagic cerebrovascular accident (hcva). Patient was seen in clinic the previous day with an international normalized ratio (inr) result of 7. He was sent home and instructed by a member of the ventricular assist device (vad) team to "eat greens." It was later reported that "a friend discovered him at home yesterday, and power was reattached". Patient was immediately taken to a local emergency room by ambulance, and the inr result was 14 at this time. The patient was transferred to the implanting center for further treatment where the inr had decreased to 10 and underwent a head CT scan which revealed a massive hemorrhagic bleed. The patient suffered from sustained runs of ventricular tachycardia in the neurological intensive care unit (ICU) which were treated with intravenous medications. A member of the medical team reported the patient's care would be withdrawn due to poor prognosis. The patient expired in the hospital on (B)(6) 2014. The pump was not returned to the manufacturer for analysis.